Event description:
It was reported that a spectrum pump was alarming for system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The reported system error 105 was confirmed through the review of the device's event history log, but could not be reproduced during evaluation. The motor assembly will be replaced because it is a known contributor to the reported symptom.